Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a contactor stuck in the closed position. The contactor malfunction allowed for an electrical current to continuously flow to the drying manifold. The technician made the necessary repairs, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported a malfunction with their reliance synergy washer/disinfector. Additionally smoke was reported due to the reported malfunction. No report of injury or procedural delay or cancellation. The fire alarm did not sound and no evacuations were required due to the reported event.